Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer (fse) after opening the back panel, conducted a visual inspection of the bus cable and all drawers. As a preventive measure, the fse retied the retractor bands for drawer 2.1 and 2.2 to avoid future damage. The fse then ejected all mini drawers and verified their operation. All the drawers in diagnostics and confirmed that they are functioning properly without issues. The system functioned as intended after the field service engineer repaired the device.